Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Manufacturer narrative:
Additional suspect device components involved: model#: sc-2208-50, serial#: (B)(4), description:st linear lead 50cm. Model#: sc-3138-55, serial#: (B)(4), description: scs phiii ext 55cm.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.